Event description:
It was reported a kit was opened and the physician attempted to place the sheath introducer to administer fluids. The physician was unable to insert the sheath because the tip was frayed. It was noted there was a delay in treatment and the patient expired. Per the director of the ed and the treating physician this delay did not cause the demise of the patient. The patient was being externally paced during this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided one d ilator inserted through a sheath hub and protruding from the sheath tip. The customer also provided a non-arrow product which was not investigated. The arrow sheath/dilator sample appeared typical but used. Microscopic examination did not reveal any damage or defects with the sheath. The dilator tip was split and flared. White colored areas were observed indicating stress and the tip edge was pushed back slightly. The dilator also had two bends in the body, but met all dimensional specifications and a guide wire was able to pass through without resistance. A review of manufacturing records did not yield any relevant findings. The provided instructions states to perform a skin nick prior to insertion, to remove the dilator and guide wire together, and not to apply excessive force when removing. Based on the reported information, the time of discovery and the condition of the sample operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4). This report is associated to MDR#: 1036844-2015-00165 which was submitted for the initial insertion attempt with this patient. This report is for the second.